Event description:
Reportedly the patient returned to surgery for resuturing of wound and repositioning of lens in left eye. S/p cataract procedure with lens implantation in 2006. No information available pertaining to type of suture or details of failure.